Event description:
It was reported that on 18 june 2024, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer torqvue delivery system. During procedure, the occluder formed a cobra deformation during deployment. There was interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The device was exchanged for a 24mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity during deployment was reported. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott. Information from field indicated that there was no angulation or kink noticed in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.